Event description:
It was reported that during a demonstration the l3-018 error. Everything including vacuum tubing set, cannister, and probe was changed.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso system and the dc motor adapter to be replaced. The device was functionally tested, met all product requirements and returned to the customer.